Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer has boot up issues and was overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported overheat issue, however, the system fan was occasionally running slow and noisy. This could have caused the overheating issue. It was noted the power supply had a black mark. Analysis was unable to confirm the reported boot up issue; programmer was turn off and on with no boot up problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.